Event description:
It was reported that during interrogation the device reported a ventricular pli of greater than 2000 ohms. The sensing has varied since implant. X-ray exam confirmed lead fracture.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
The damage found was sustained during the surgical procedure.